Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported for left side "severe pain", "swelling in breast, seroma detected on resonance exam", "patient is afraid and got crazy upon seeing allergan breast devices recall on the news". The device remains implanted.